Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received, one winding former with one used needle suture that pertained to product code sxmp1b421. During visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined, and body fluids along of strand were found. In addition, it was observed that the weld of the first loop was detached. However, the loop possibly failed due to excessive force applied. In addition, a photo was provided, and it showed one suture tangled in the labeled winding former. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint. The instructions for use do contain the following caution: for the device to function properly, the stratafix¿ spiral pds¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and barbed suture was used. During the procedure, the suture did not have a functioning loop to fasten the suture. There were no adverse consequences reported. Additional information was requested.